Event description:
The customer complained of skin discoloration on the hand after reaching into the cassette collection box without wearing gloves. The worker did not receive medical attention and the symptoms resolved within an hour.